Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device with the same user settings associated with this event. The fse did not find any anomalies and could not duplicate the reported event. The device operational verification procedure (ovp) of the device was performed and no internal assembly failure was identified. The device having met manufacture specifications was return to the customer. At this time, no further investigation is required and no hardware return is anticipated.

Event description:
The customer reported while in use the device ventilator auto changed device modalities without any user input. The customer reported that it is their belief that there is some employee maleficence; however they need the device certified for use by their biomed and the manufacture. No known allegation of patient injury or harm is associated with this event.